Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient followed up with surgeon 1 week post operation and the surgeon noticed a small burn mark on the patient's face, which was not noticed by the patient. During the case, the surgeon noticed some skin discoloration but thought it was from all of the tissue manipulation. The surgeon believed that bipolar energy must have arched during the procedure without his being aware of it and that this might have caused the patient's burn. The device used with the unit was not a medtronic product. The size of the burn was not disclosed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.